Event description:
It was reported that during an afib procedure, the catheter signal had interference. The case was completed by changing the catheter. Upon follow up, biosense webster received the information on (B)(6) 2013 (which changed the alert date) that showed the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an afib procedure, the catheter signal had interference. The case was completed by changing the catheter. Upon follow up, biosense webster received the information on (B)(6) 2013 (which changed the alert date) that showed the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.